Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00218, 0001032347-2020-00219. Medical products: pectus table top bender, part# 01-3906, lot# tb07 and pectus table top bender, part# 01-3906, lot# tb02. The user facility is foreign; therefore, a facility medwatch report will not be available. Report resource - japan.

Event description:
It was reported the table top bender was hard to move during a procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The device was returned for evaluation. A visual inspection shows very heavy wear. The screw for bender lot number 030816b16 has cross threaded and is unable to be removed. The DHR was reviewed for lot 030816b16 and no non-conformances were found. There are no indications of manufacturing defects. For this part 01-3906 lot 030816b16 regarding the screw becoming cross threaded, (B)(4). For this part 01-3906 and the previous one year (from the notification date) regarding the screw becoming cross threaded, (B)(4). The most likely underlying cause is general wear and tear from many uses and well as damage to the threads. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.